Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned with a shell failure and upon return, the device gel was noted to be white/cloudy. Some debris was observed in the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. "Pin hole".